Event description:
According to the reporter, during a laparoscopic low anterior resection procedure, at the first firing with the device, after pushing the firing button on the handle, it stopped with no reason. The scrub nurse changed the cartridge to a new one, but the handle did not recognize the reload. After disassembling the reload, the status symbol still turned on. The nurse then disassembled all parts of the instrument and assembled again but this time there was a blue light turned on the status symbol. The status of the reload and adapter indicator were flashing. A new handle and reload were used in order to complete the case. No patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. No visual abnormalities were noted. The eeprom was uploaded and indicated 34 autoclave cycles for the handle. A pmv representative adapter and sulu were connected to the subject handle and applied to test media. The device responded correctly and the reload was able to be fired. The reload cleanly applied staples and transected the test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.